Event description:
It was reported that "when the balloon was taken out" from the patient body after it was used in the operation, the dr in charge found that the metal rod struct out from the plastic end of the balloon. In postoperative angiographic examination a perforation of the small intestine was confirmed. The dr unexpectedly broke and lost the plastic end portion after the operation".

Manufacturer narrative:
The biliary balloon dilator was returned. The quality engineer will conduct a review of the device production records, and do a thorough examination of the returned product. Upon receipt of the quality engineer's investigation report I will file a supplemental report.